Event description:
Large suturecut needle driver tagged with "damaged tip." No other documentation found. UDI (B)(4) listed under manufacturer's medical device correction grip failures (B)(4); 11 of 15 lives remaining on instrument.